Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the date of the revision is unknown and it is unknown if a revision will take place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and manufacturer representative (rep) regarding the pt's implantable neurostimulator (I ns). Rep reports there was a connection and impedance issue. Rep reports the patient reported a return of pain. The issue is not resolved and is still ongoing.

Event description:
Additional information was received from the manufacturer representative (rep) in which they clarified there were high impedances. The patient was reprogrammed and better coverage was achieved, but connections and impedances in red still show. Those electrodes are not being used for the current programming and the cause is unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead, product ID 977a290, lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.